Event description:
Paramedics used the device to administer external pacing to a pt. Allegedly, the device stopped pacing for no apparent reason. Pacing current dropped to 0ma and the pacing rate stayed set to 90bpm. The device also allegedly went into the automatic advisory mode and began charging spontaneously. The pt's outcome was not reported.